Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The proximal constraint sphere and the pull wire were inside the pusher assembly distal detachment tip (ddt). The stretch resistant wire (sr wire) was fractured, and the embolization coil was not returned for evaluation. Conclusions: evaluation of the returned pc400 pusher assembly revealed that the sr wire was fractured and the proximal constrain sphere and the pull wire were inside the ddt. This type of damage typically occurs due to forceful retraction the device against resistance. The microcatheter identified in the complaint was not returned for evaluation. Therefore, the root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra coil 400s (pc400s). During the procedure, the physician encountered resistance while advancing the first pc400 through the microcatheter. The pc400 coil was therefore removed and the procedure was completed using three penumbra smart coils (smart coils) and other coils. There was no report of an adverse effect to the patient.